Event description:
After having mentor breast implants, I became ill after 1 yr, multiple infections, memory loss, fatigue, joint problems, depression, hypertension, pneumonia several times. Followed up with expert who stated my immune system is attacking implants. Had them removed as well as several lymph node, which were filled with silicone like substance and chest wall muscle tissue filled with same substance. Took 7 hrs to complete surgical procedure. Took several detox agents for a year and body started healing with less infection and decrease fatigue. Just had biopsy this year and mass removed, awaiting diagnosis. No longer taking antihypertensive meds or pain meds.